Event description:
It was reported that the patient had a previous outflow graft revision in (B)(6) 2023 (2916596-2023-01426). The patient came to the emergency room (ER) after going unresponsive when they were out with their wife. Upon interrogation, the patient had a pump stop that lasted 3 seconds. The patient was currently stable. The log files were reviewed and captured a pump stop due to a system controller reset on (B)(6) 2024. It appeared that this was caused by electrostatic discharge (esd). The pump is designed to automatically reset when subjected to high esd. The pump was seen to be off 4-5 seconds. It was confirmed that the patient's wife witnessed the alarms. The patient could not correlate this to exposure to excessive esd. The system controller was exchanged and this allowed for the opportunity to upgrade from software version 1.6 to 1.7. The system controller was returned to investigate the esd that was causing the pump stops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller reset was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (da081750) downloaded (da170921) for review that showed overlapping events spanning approximately 4 days (06oct2024 - 09oct2024, 17oct2024 per timestamp). Events occurring on 17oct2024 were recorded during testing at abbott. On 08oct2024 at 16:07:42, an unexpected controller reset was captured. The pump speed briefly dropped to 0 rpm and there was a transient loss of power on both black and white power leads. The event quickly resolved, and no alarms activated. There were no other notable alarms active in the log file. The system controller was functionally tested and operated a mock loop for an extended period during testing and no alarms became active. Multiple good faith efforts were sent asking if the cause of the pump stop was identified, and if any troubleshooting was performed. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 19may2020. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.